Event description:
An aneurx stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm. Aneurysm and vessel morphology at the time of implant were not reported. It was reported there was atherosclerosis of the abdominal aorta and the peripheral arteries. The stent graft is in place but has migrated inferiorly and there is a type 2 endoleak. It was also reported the aortic neck is now severely angulated. The aneurysm diameter is unchanged and there was no type 1 endoleak present. The right common iliac artery has dilated to 17 mm with minimum purchase on that side with the stent graft being 4 cm from the hypogastric artery. The type 2 endoleak was embolized with a gelfoam slurry. There was an iliolumbar branch with a type 2 endoleak and required to be embolized. The proximal edge of the stent graft is 2 cm from the level of the renal arteries. There was adequate landing zone for placement of an extension cuff. An aneurx aortic cuff was implanted proximally, and an aneurx flared iliac stent graft was implanted distally on the right side. No additional clinical sequelae were reported and the patient is fine.